Manufacturer narrative:
Inspected one opened and used sensor and found whole cannula. Sensor was missing needle.

Event description:
It was reported that the sensor broke. It was sated that after inserting the sensor, the cannula came on the body instead of in the body. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.